Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2. Corrected information can be found in h10. The initial MDR had an event date of (B)(6)2020 in b3. However, b3 should have been blank as the actual date of the event is unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the patient's operative complications and subsequent death are unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure. The site's legal department issued a statement stating, "we clarify there are no reports from technical failures related to the "robot" equipment regarding the clinical evolution of the case." If additional information is obtained, a follow-up MDR will be submitted. A review of the site's complaint history does not reveal any other complaints related to this event. No system log review could be performed since the date of the procedure was unknown. No image or video was provided for review. A review of the event was conducted by an isi medical safety officer. The following additional information was provided: based upon the information in the description of event, the patient underwent a da vinci-assisted prostatectomy required a second emergent operation and subsequently expired. The hospital's legal department indicated that "no reports from technical failures related to the "robot" equipment regarding the case's clinical evolution." Given the limited information, the isi medical officer was unable to either agree or disagree with the hospital's legal department's assessment. This complaint is being reported due to the following conclusion: it was reported that after undergoing a da vinci-assisted prostatectomy surgical procedure, the patient underwent an emergency non-robotic surgical procedure, after which the patient reportedly expired. The cause of the reported death is unknown. The site has stated that there is no malfunction of an isi device or system to have occurred. However, the cause of the patient's death is unknown. Although the site has confirmed that the death was not related to the da vinci system, since the date of the surgery could not be confirmed, further evaluation of the system or instruments used in the procedure could not be performed by isi.

Event description:
It was reported that after undergoing a da vinci-assisted prostatectomy surgical procedure on an unknown date, an (B)(6) male patient underwent an emergency non-robotic surgical procedure, after which the patient reportedly expired. There is no information regarding the length of time between when the emergency surgery occurred after the da vinci surgery or the reason why the emergency procedure was required. On 26-nov-2020, in response to a follow-up request for additional information from intuitive surgical, inc. (Isi), the following statement was received from the hospital's legal department: "in attention to your e-mail, we clarify there are no reports from technical failures related to the "robot" equipment regarding the clinical evolution of the case."